Manufacturer narrative:
Section b3: event date is estimated. A case of ipg communication issue was reported to abbott. Rep met with the patient and was able to recover the ipg and give patient new programs and patient resumed therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated procedure the patient's ipg was no longer communicating with external devices. The patient noted their ipg was successfully placed into surgery mode prior to their procedure. Troubleshooting was undertaken with an abbott field representative wherein the ipg was recovered, and therapy was resumed.